Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a laser assisted cataract procedure, all cuts were programmed with no arcuate. The secondary incision was not able to be entered. The primary incision would not seal so the surgeon used one 10.0 nylon suture to close the incision. The incision was verified that it did not leak following the placement of the suture.